Event description:
It was reported that the patient presented in-clinic after experiencing syncopal episodes. Oversensing of ventricular noise resulted in inhibition of pacing. The patient has complete heart block. Noise was reproducible with pocket manipulation. The physician opened the pocket. The lead was disconnected and reconnected and the set screws tightened. The oversensing could no longer be reproduced. The lead remains implanted and the patient will continue to be monitored. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.